Event description:
Allergic reaction [drug hypersensitivity], intense swelling of the knee [joint swelling], legs started to hurt and as days past, it got worse/10 months of excruciating pain/severe persistent pain [pain in extremity], condition worsened [condition aggravated], long term mobility impairment lasting over 10 months [mobility decreased], cannot sleep [sleep disorder due to a general medical condition], can barely walk/could not walk: [gait disturbance]. Case narrative: initial information received on 05-mar-2026 regarding an unsolicited valid serious case received from a non-healthcare professional. This case involves an adult female patient who experienced allergic reaction while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past drugs, vaccination(s), family history, concomitant medications were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate (strength:48 mg/6 ml) (dose, route, frequency: unknown) for product used for unknown indication. The patient experienced allergic reaction (drug hypersensitivity, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient experienced intense swelling of the knee (joint swelling, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient's legs started to hurt and as days past, it got worse with 10 months of excruciating pain and severe persistent pain (pain in extremity, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient's condition worsened (condition aggravated, onset: onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient experienced long term mobility impairment lasting over 10 months (mobility decreased, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient could not sleep (sleep disorder due to a general medical condition, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). The patient could barely walk and could not walk (gait disturbance, onset: on (B)(6) 2024 and latency: approximately 1 month) (batch and expiry date: unknown). Information regarding batch number and expiration date corresponding to the one at time of event occurrence requested. Corrective treatment: physical therapy for mobility decreased; not reported for rest all the events. Action taken: not applicable for all the events. Event outcome: drug hypersensitivity was not recovered/not resolved/ongoing. Seriousness criteria: disabling/incapacitating for drug hypersensitivity. Company comment: sanofi company comment dated 22-mar-2026: this case involves an adult female patient who had allergic reaction while being treated with synvisc. Based on the limited information provided regarding this case, causal role of drug cannot be excluded for the event. However, lack of information regarding relevant medical history, concurrent conditions, underlying disease, therapy details, event details, pre-existing risk factors, personal and lifestyle history precludes comprehensive case assessment. The case will be reassessed based on follow-up information that will be received.